Manufacturer narrative:
Batch review performed on 05 nov 2024. Lot 2402210: (B)(4) items manufactured and released on 19-febr-2024. Expiration date: 2029-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised, batch review performed on 05 nov 2024: liner: impact 01.32.4048hc10a face-changing 10° pe hc liner ø40/f (k183582) lot 2401971: (B)(4) items manufactured and released on 12-mar-2024. Expiration date: 2029-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Stem: amistem c 01.18.102 cemented lat stem size 2 (k103189) lot 2117744: (B)(4) items manufactured and released on 07-april-2022. Expiration date: 2027-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. On (B)(6) 2024, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the stem, head and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the stem, head and liner. The surgery was completed successfully.